Manufacturer narrative:
The product remains implanted in the patient therefore it will not be returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad pump (B)(4) in relation to the reported event. These included labeling/instructions for use, clinical evaluation, log review/analysis and review of manufacturing documentation. Controller log files confirmed normal vad operation in the reported period of time. The treating cardiologist later reviewed echo images and concluded that the echo density in the left ventricle (lv) inflow cannula was a structural image and not a thrombus. Based on review of all the available information, there is no evidence of device defect. This event was reported via (B)(6), therefore heartware is providing a report of all investigation findings.

Event description:
During a routine echocardiogram an echo density was found in the lv inflow cannula approximately two and a half months after lvad implantation. At this time the patient was asymptomatic. There were no vad alarms reported. The clinical staff reported that the lvad was functioning well; there was no evidence of hemolysis or elevated pump power, which made the presence thrombus unlikely. The treating cardiologist later evaluated the echocardiogram and concluded that it was a structural image and not a thrombus.